Event description:
Customer reported that when testing the unit before using on a pt, the unit would not power on. Inspection by posey shows that the unit has intermittent power.

Manufacturer narrative:
Eval: results: eval of the returned product shows that the alarm caes is cracked, the battery springs are bent, there is intermittent power and the rj11 pins are bent.